Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump, inspect and clean the pneumatic tap area, and ensure the cartridge was attached correctly. The customer successfully loaded the cartridge onto the pump and was able to resume insulin delivery.